Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The embolization coil was intact with its pusher assembly and the embolization coil winds were offset. During functional analysis, the smart coil was attempted to be advanced through a demonstration microcatheter. While advancing the smart coil through the demonstration microcatheter, resistance was encountered as the smart coil¿s embolization coil began to take shape inside the hub of the microcatheter and the smart coil could not be advanced any further. Conclusions: evaluation of the returned device revealed that the smart coil embolization coil winds were offset. This type of damage likely occurred due to improper handling during preparation. If the smart coil was attempted to be advanced through a microcatheter during preparation and the introducer sheath was not properly aligned inside the hub of the microcatheter, damage such as this may occur. The non-penumbra microcatheter referred to in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
While preparing a new penumbra smart coil (smart coil) for a coil embolization procedure, the nurses and the physician were unable to advance the smart coil out of its introducer sheath on the back table. Therefore, the smart coil was not used for the procedure and did not come into contact with the patient. The procedure was completed using a new smart coil and the same microcatheter.